Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the pacemaker exhibited intermittent noise. The physician manipulated the pacemaker in the pocket and was able to create or reproduce this intermittent chatter/noise. After multiple attempts the pacemaker still had intermittent noise. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise, intermittent sensing, and defective device were not confirmed. The pacer was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Further sensitivity evaluation under nominal condition found sensing parameters within normal range. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.